Manufacturer narrative:
The device was returned for investigation and was received by vascular solutions on 13oct2021. The device was decontaminated then visually inspected. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f ce manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. The sheath was removed, and a new 14f ce manta and sheath was opened and deployed without complication.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after the evar procedure the physician wanted to close the femoral. The sheath was completely in the patient and when the physician tried to put the manta in the sheath the cover (over the anchor) did not go into the sheath (came back). The physician used a new manta and procedure went well. There were no further delay or complications with regards to patient. Additional information received on 04oct2021: during the evar procedure, there were no issues with advancing or withdrawing procedure sheaths. After first manta would not advance, physician stated the entire manta sheath was removed over the wire, and a new sheath was placed for the second successful manta deployment. It was confirmed that the bypass tube did not advance and stayed in the valve of the sheath. Current patient condition is reported as fine.